Manufacturer narrative:
The suspect medical device UDI: (B)(4). The suspect medical device UDI: (B)(4). This information was inadvertently left off on mfg. Report #0.

Event description:
Analysis of the usb cable was completed on 09/16/2015. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's tablet was having continuous failure to communicate messages. Troubleshooting was performed by ensuring the wand battery was fully functional. The company representative used her wand on the physician's usb cable and programming tablet and no communication was obtained. The company representative then tried the physician's wand and tablet with her usb cable; however, this did not resolve the issue. The company representative then tried her entire programming system which did not work (MFR. Report # 1644487-2015-05747). A new usb cable was used with the physician's tablet and wand which resolved the issue. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.